Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to two letters. The patient notified their healthcare provider (hcp) who advised the patient to see a urologist who discovered the infection still. Nitrofurantoin was then prescribed, 100mg two times a day for seven days, but that was a poor result. The urologist said the bowel looked questionable. As a result of what was reported, the patient was going to make an appointment with a specialist. Replacing the patient programmer (pp) batteries resolved the blank screen. In the other letter, the patient's urologist said the patient had a urinary tract infection (uti). The patient's stimulation was changed to 3.3v on program 2 on (B)(6)2018, but their reaction was too strong; they were urinating heavily without control. On (B)(6)2018, stimulation was decreased from 3.3v to 2.8v because they leakage didn't stop. They are going to contact another hcp for a specific examination. Additional information received from the patient who does not know if the uti was related to the device/therapy. The patient mentioned that they were mi serable and starting to be depressed as their spouse passed away recently and because they've been having all these health issues; they noted that they kept getting utis. The patient has an appointment scheduled for (B)(6)2018 with an hcp, but was trying to see them earlier as they weren't feeling well and due to their recent depression diagnosis; they will address the uti at that time as well. Additional information was received who called regarding the letter they received. They reported they had a gadget and were having awful trouble with urinating. They had an infection and were looking for a callback to find out what was going on. They restated they were having problems and needed to get organized with their gadget. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been having urinary symptoms of going to the bathroom more for the past 5-6 weeks before the report. The patient also stated that the programmer screen was blank. The patient stated they were going to get new batteries and call back. On a second call the patient stated they were needing to go to the bathroom every 2 hours since (B)(6) 2018, which contradicts the previously reported information. The patient stated they were going to a doctor the week of the report to be tested for a urinary tract infection. Syncing with the programmer showed that stimulation was on, and the patient had the ability to adjust. The patient reported feeling stimulation in the correct location, but they were not sure if it would resolve their symptoms yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who is still having the lack of therapeutic benefit issue and would like help making an adjustment to their stimulation settings; they think their implantable neurostimulator (ins) is not right. The caller said they are urinating with no control and they don't feel like it until they go to the bathroom and their pad is soaking wet; it is more like a swoosh than leaking. They patient further reported they are not feeling stimulation right now because of a major surgery (surgery was not a result of the device/therapy). During the call, the patient was unable to feel stimulation from 1.2v to 5.7v on program 3. They were also unable to feel stimulation on program 4 at 6+v; they also tried program 1, but couldn't feel stimulation after increasing 6+v. After changing to program 2 and adjusting stimulation to 3.3v, they were able to feel stimulation in the bike seat; they will monitor their symptoms and follow up with their healthcare provider (hcp) if the issue isn't resolved. No further patient complications have been reported as a result of this event.